Event description:
Mesh was explanted 3 months after surgery due to seroma, granuloma, and chronic pain. Pt was given antibiotic ciprofloxacin.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the eval is completed.